Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized four days after the onset of the peritonitis. The patient was treated with injection meropenem (1gram, once a day, route not reported) for the event. Outcome of the peritonitis was not reported. Pd therapy was reported to be ongoing. Additional information was requested, but is not available. This is report 3 of 3 involved in this event.

Manufacturer narrative:
(B)(4). On an unreported date, dianeal therapy was withdrawn. On an unreported date, the patient's catheter was removed. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter minicap. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).